Event description:
It was reported that before the case started, a system error was observed and onsite connectivity was lacking. Troubleshooting involved powering off the system, disconnecting specific cables, and then powering up carts individually. The consoles and robot initialized successfully without errors, but powering on the tower resulted in error 311.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse completed a system software update and node programming to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicated that the device may have contributed to the customer reported issue.